Event description:
It was reported that this patient received 1 inappropriate shock from their electrode, due to myopotential noise over-sensed by device. During this episode, the patient notified the physician that they had started a new exercise program, which included performing a left-side plank with leg elevations. A technical service (ts) consultant was requested to review device data. T/s confirmed inappropriate shock and another non treated episode when he was in the same posture. Myopotential noise was noticeable in all the vectors in this position. Ts provided physician with programming recommendations and suggested the patient to not perform these types of exercises. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.